Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set fell off during use on (B)(6) 2024 (2 events), (B)(6) 2024 (2 events), (B)(6) 2024, (B)(6) 2024.the issue occurred with six similar types of infusion sets used for four hours. No further information available.

Manufacturer narrative:
Initial and final MDR 1886167 - device 6 of 6.